Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2019 sid (B)(6) = 0.112ng/ml / repeated = <0.010, <0.010 / respun and retested = <0.010 (normal range <0.034ng/ml). There was no reported impact to patient management.

Manufacturer narrative:
A review of ticket trending did not identify an increase in complaints for the architect stat troponin-I assay related to falsely elevated results, however, a search by lot 25897un19 did identify an increase in activity for the issue of falsely elevated results. Return testing was not completed as returns were not available. Historical performance of reagent lot 25897un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 25897un19 are within the established limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 25897un19.